Event description:
It was reported that during preparation for a coronary stenting treatment procedure, foreign material was discovered on the stent. During prep, foreign material was noticed on the 3.0x16mm liberte' bare metal stent. The procedure was completed with another liberte' bare metal stent. No pt complications occurred. Pt status is satisfactory.